Event description:
The customer reported that during rewarming, the sound of blood on the floor was heard. The perfusionint looked at the venous reservoir port and found that it had popped off. The connector was immediately reconnected in a sterile manner. The reservoir was replaced without detriment to the pt. No pt injury was reported.